Manufacturer narrative:
Supplied item fault. Sample will be sent to supplier from.

Event description:
It was reported that during a pre-use check, the customer found leakage of air on a smiths medical ventilator. He did not use it. No patient injury.